Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized after experiencing an elevated blood glucose level of 440 (mg/dl) and diabetic ketoacidosis. It was also reported that multiple occlusion alarms occurred. Reportedly, the customer then had a heart attack the following day as a result of their elevated bg levels. In the hospital, the customer was treated with intravenous insulin, oxycontin, a breathing tube and respirator. The customer was released from the hospital on (B)(6) 2016 but states they will need to undergo heart surgery. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed. The customer stated that their scar tissue was likely the source of the occlusion.